Manufacturer narrative:
There was no evidence that the design or manufacturing of the system or phacoemulsification handpiece contributed to the reported event. The phacoemulsification handpiece was not returned for evaluation. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records were reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The lot/batch/serial was unknown; therefore, a service history review could not be performed. The root cause could not be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced toxic anterior segment syndrome (tass). Additional information has been requested.